Manufacturer narrative:
B3. Date of event: exact date of event is unknown. Since the event occurred six weeks post previous procedure; therefore, an estimated date of event has been selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection due to urethral erosion. The device was removed and reimplant was performed at a later date. No further patient complications were reported.